Manufacturer narrative:
Corrected sections as of 28-dec-2021: h10: updated to include retention testing statement: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Sections with additional information as of 22-dec-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer returned the incorrect meter. Test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 353, 305, 252 and 338mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-199mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/23/2022 and test strips were opened 1-2 weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).